Manufacturer narrative:
(B)(4).

Event description:
It was reported that 12 hours post implant; the right ventricular lead exhibited an increase in thresholds, an increase in lead impedance and a decrease in sensing. X-ray revealed that the lead tip had moved and dislodgement was suspected. The lead was explanted and replaced. There were no adverse consequences for the patient.